Manufacturer narrative:
Additional information was received that one of the set screws appeared to be loose when removing the previous implantable defibrillation lead from the device header. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
The lead was surgically abandoned and a new lead was implanted. Stable shock impedance measurements were observed with the device and replacement lead. Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited noise. The noise was oversensed resulting in the storage of several non-sustained episodes. The noise was able to be reproduced with patient isometrics and hand pulling. Additionally, when the programmed configurations were changed, varied shock impedance measurements were observed; including a high out of range measurement. An invasive procedure was performed. No additional adverse patient effects were reported.